Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The established causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. In this case, it was reported that the inserter guide was used while implanting the screws. Conclusion: the most likely cause of the fracture is multi-factorial.

Event description:
It was reported that the locking ring on anchor-c screw broke off during insertion.